Event description:
This pi is for continued pain. Patient reported a right hip poly swap and wash out due to a "knot" on top of the incision & pain. Patient reported continued pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.